Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 500 mg/dl and treated with bolus. Customer was using cold insulin. Customer also woke up with a low blood glucose of 20 mg/dl and ems had to be called. Customer over bolused accidentally the night before. The customer declined to troubleshoot for high/low blood glucose. The insulin pump will not be returned for analysis.